Manufacturer narrative:
The contact reported that the customer was ultimately able to clear the alarm and resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 183 mg/dl. Reportedly, the customer was unable to clear the alarm. The customer declined further follow-up from tandem technical support.